Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
As reported: allegedly the patient had been fine for 2 years and the last 6 weeks after doing pilates with weights has dislocated 4 times. So reason for revision is dislocation; patient did not follow post-op instructions. Head and liner removed only and replaced with a 15 degree liner and +3.5 head. Au vigilance decision: non-reportable; tga exemption rule 6 applies: expected and foreseeable side effects that are documented in MFR IFU or labeling are non-reportable. CAPA (B)(4).